Event description:
One pt sample with discrepant hcg results. Initial result gave 0.322 miu/ml; repeat gave 438.2 miu/ml. A second sample resulted positive by a quantitive method; repeated by initial method gave 439.7 miu/ml. A urine sample was obtained resulting positive by a qualitative method. A third serum sample obtained gave 452 miu/ml by initial method. Initial result was reported. Pt not adversely affected. The field service representative was unable to determine a root cause for the discrepancy. Performance tests were performed and within specification.